Event description:
A customer contacted beckman coulter inc (bci) regarding non reproducible elevated troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system. Customer called after observing accu tni results were initially recovering high and repeating low for multiple patients' samples. The customer states only two of the erroneous results were reported out of the lab. To date, no report of death, injury or change to pt treatment has been reported to bci in conjunction with this event.

Manufacturer narrative:
The specimen was re-centrifuged before repeat testing. Additional sample handling details were not supplied. Qc was in range prior to the event. Qc and calibration failed following the event. A customer technical support (cts) recommended the customer perform a system check which failed. A field service engineer (fse) was dispatched: the fse replaced aspirate probes 2 and 3, and re-cleaned aspirate probe 1. The fse replaced all 3 dispense probes and a duckbill. The fse conducted a system check with good results. The fse calibrated an accu tni successfully and qc results were in range. The fse ran a small precision study on low level of qc and one of the pt samples previously observed to be falsely elevated. All results were acceptable and repeatable. Although the fse made repairs to the system, a clear root cause for this event could not be identified. A malfunction will be assumed for the purpose of this report.